Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the device exhibited normal eri. During the check, stored electrograms revealed ventricular noise. The noise was reproducible with isometrics and in some instances led to pacing inhibition. The patient had a history of chronic atrial noise which was also reproducible with isometrics. No impedance, sensing and threshold anomalies were noted on both the leads. Device replacement was scheduled on (B)(6) 2018 for normal eri. The right ventricular lead was capped and the atrial lead was explanted during the device replacement. Both the leads were replaced. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in two pieces. Full breached outer insulation degradation was noted at 4.9 cm from the connector pin along with one of the filars melted/separated at the same location.